Event description:
It was reported that this right ventricular (rv) lead was an attempted implant. During the procedure there were observations of pacing impedances issues, noise, and loss of capture. A new lead was implanted successfully. The lead was returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection noted dried blood/body fluid in the lead tip that inhibited helix testing. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported noise and high pacing impedances seen during the procedure that caused this lead not to be implanted.

Event description:
This report is being filed with analysis details.